Manufacturer narrative:
(B)(4). The service engineer replaced the breath delivery unit printed circuit board assembly. The service engineer calibrated the flow sensors, expiratory valve, and atmospheric pressure. The ventilator passed electrical safety test, short self tests, oxygen calibration, and extended self tests.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.